Event description:
It was reported that the pressure was below minimum specification. The event occurred during testing.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes: updated the suspect pump was returned for evaluation. Review of the event history log showed no entries related to the current complaint, and no service history was found within the past 12 months. Visual inspection revealed delamination of both the downstream occlusion (dso) and upstream occlusion (uso) seals. Pressure was found to be out of specification, though this could not be confirmed through functional testing. The dso and uso seals were replaced. A definitive root cause could not be determined. Following repair, the device successfully passed all functional testing.